Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I anti-hcv results on one patient. The results provided were: initial= 0.86 s/co (< 1.00 s/co=nonreactive)) /repeated on sym-bio platform=reactive (no actual results provided) / hcv rna=negative there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data of alinity I anti-hcv reagent lot 46358be01. The ticket search determined that there is as expected complaint activity for the likely cause lot. The tracking and trending report review determined that there are no trends. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any non-statistical trend. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix, since architect anti-hcv and alinity I anti-hcv assays are equivalent. The complaint lot detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Device history record review did not identify any non-conformances or deviations with the complaint lot 46358be01 and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hcv reagent, lot 46358be01.

Event description:
The customer observed false nonreactive alinity I anti-hcv results on one patient. The results provided were: initial= 0.86 s/co (< 1.00 s/co=nonreactive)) /repeated on sym-bio platform=reactive (no actual results provided) / hcv rna=negative there was no reported impact to patient management.